Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/(B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: predictors of increase in pacing threshold after transcatheter pacing system implantation due to micro-dislodgement. Pacing and clinical electrophysiology. 2020. 43:1351¿1357. Doi.org/10.1111/pace.14080. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding increase in pacing threshold after transcatheter pacing system implantation due to micro-dislodgement. The article reports patients that experienced lymph leakage at the puncture site of the implant of the leadless implantable pulse generator (ipg) and one case of pericardial effusion not requiring intervention. The devices exhibited pacing failure, high thresholds, and micro-dislodgements which resulted in unknown interventions. The status/ disposition of the leadless ipgs is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.